Manufacturer narrative:
3007007357-2024-00024 after investigation, no defect was found, the overheating could not be reproduced. The contra-angle handpiece was well maintained on the outside and inside and works perfectly.

Event description:
Device was over heating during treatment of patient. No injuries or burns reported.